Event description:
It was reported that patient was seen by provider today due to seeing error code 2703 on patient app this week. They also noticed that implantable neurostimulator (ins) battery level is draining quicker than normal; 100% to 30% in less than a week. Provider also noted today for the first time that there is an impedance issue on contact 9c, showing a range around 33,000-34,000 ohms. Agent reviewed meaning of 2703 is oor (out of regulation), so given the impedance reading it makes sense. Provider indicated that they will order x-rays to take a look at the system and will try to program around contact 9c.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.